Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly at 20% battery life. The customer's blood glucose (bg) level was impacted (349 mg/dl).the customer took a correction bolus to stabilize bg level. The contact was advised to upload pump data. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.